Manufacturer narrative:
A review of the image result files: review of plate x45204470 read at 1224 showed for sample 7162700555, screening cell 1 and 2 were graded as negative. Visually, all of the cells appear negative with no red cell adherence and the positive controls reacted as 4+ and the negative controls were negative. Screening cell 2 is homozygous positive for the e and c antigens. Review of crrs 3 plate r77100550 read at 1417 showed for sample 7162700555, screening cells 1-3 were graded as negative. Visually, all of the cells appear negative with no red cell adherence and the positive control reacted as 4+. Screening cell 2 is homozygous positive for e antigen. Screening cell 2 and 3 are homozygous positive for the c antigen. A service call was made and no instrument issues were found. The event log shows no errors. Qc and all other samples run the same day and around the same time as the sample in question reacted as expected. This suggests the instrument and reagents are performing as expected. Advised customer that the sample cannot be ruled out as the cause of this unexpected positive reaction.

Event description:
On (B)(6) 2016 a customer reported an unexpected negative result on the galileo neo instrument when performing a 2 cell screen on a patient sample. The patient has a history of anti-e and anti-c